Event description:
It was reported that the customer experienced a blood glucose (bg) level of 420 mg/dl. Elevated bg was addressed by manual insulin injection and correction bolus via pump. The cause of the elevated bg was unknown. The customer went to the emergency room (ER), and bg was treated with manual insulin injections. System check with tandem technical support confirmed the pump was functioning as intended. Tandem technical support followed up with the customer to obtain a release date from the ER and the customer was not able to provide the date.